Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was disconnected from the pin connector. A catheter revision was done on (B)(6) 2011 to correct the disconnection. The pt was reported to be "doing fine now" and was discharged from the hospital. The medication being delivered via the device system was not reported. Additional info has been requested. A follow-up report will be sent if additional info becomes available.